Manufacturer narrative:
Ae or product problem - corrected from product problem to reported issue is both an adverse event and product problem. Type of reportable event - corrected from malfunction to serious injury. Outcomes attrib. To ae, describe event or problem updated. Above corrected and updated information to include information received via medwatch mw5060562. (B)(4).

Event description:
It was further reported that the thrombectomy procedure was for a st-segment elevation myocardial infarction in the right coronary artery. Upon removing the catheter, it severed, leaving a portion on the coronary guidewire. The physician removed the wire and retrieved the severed portion of the catheter without any incident. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a fetch 2 aspiration device. Visual and tactile analysis noticed two separations on the catheter shaft; one at the strain relief and the other at 45.5cm from the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product.

Event description:
It was reported that a catheter break occurred. A fetch 2 catheter was selected for a thrombectomy procedure, target lesion details are unknown. A portion of the catheter was left on the wire inside the patient. The entire catheter was removed with the guide wire when it was removed. No patient complications were reported.